Event description:
It was reported that the deep brain stimulation (dbs) patient experienced migration of the left lead. The patient underwent a revision procedure where the left lead was replaced. The patient was doing well post-operatively. The explanted lead was retained by the hospital and was not returned to bsc.